Event description:
It was reported that during shift check, customer pressed the indicator light of the autopulse li-ion battery and no lights came up. Customer set the battery down for a moment and then went to recheck on it and 4 lights came on. Customer also notes that when testing the autopulse platform with this battery, the platform powered off abruptly. However, no problems occurred when testing with other batteries. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The product in complaint was returned to zoll circulation on (B)(4) 2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
Investigation results for the returned battery as follows: the reported complaint was confirmed. Archive data analysis for the returned li-ion battery revealed that the battery was left in the autopulse platform for approximately 13 days. The probable cause for the reported issue might be due to user error or misuse (i.e. The user left the autopulse li-ion battery in the autopulse platform for an extended period of time, and did not follow instructions for charging, battery rotation and the use of the battery status button as per the associated product literature).